Manufacturer narrative:
Clinical investigation: although a temporal relationship exists between the liberty select cycler and the patient¿s peritonitis; there is no documentation supporting a causal relationship. The source of the patient¿s lactococcus peritonitis cannot be determined with the available information. Lactococcus species are gram positive bacteria associated with dairy products; with rare cases of opportunistic infections in immunocompromised patients, such as peritonitis. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) made a service call reporting slow drains and shortened dwell time during ccpd treatment with the liberty select cycler. The patient also stated he had an infection, due to shortened dwell. The patient did not have any observable fibrin and requested the cycler be replaced. During follow-up with the peritoneal dialysis nurse, it was reported the patient had peritonitis. A pd effluent culture (obtained on (B)(6) 2018) revealed a white blood cell (wbc) 743, red blood cell (rbc) 27 and growth of gram-positive cocci; lactococcus species. The patient was treated on an outpatient basis with unknown antibiotics. The source of the patient¿s peritonitis was reported unknown. The patient is recovering and continues cycler assisted pd therapy

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.